Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that system's breakout box cable was malfunctioning which resulted in the system "not working." There was no patient involvement.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9733597, serial/lot #: -, ubd: , UDI#: h3: a medtronic representative went to the site to test the equipment. Testing revealed that the issue was confirmed. The breakout box power cable was replaced. The navigation system then passed the system checkout and was found to be fully functional. H6: fdm b01, fdr c02, fdc d02 are applicable to the system checkout. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6) the product: 9733597, lot number: 121220, returned to the manufacturer for analysis. The cable jacket had been pulled back near the lemo connector on the returned cable exposing the shield wire but no bare conductors. Otherwise, a continuity test revealed an open on #3 of the usb cable and #4 was shorted to the shield wire. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.